Event description:
It was reported that a cartridge change error occurred with the pump. There was no adverse impact to the customer's blood glucose level. The technical support team guided the user through various troubleshooting steps, including inspecting and cleaning the pump components, but the issue persisted. As the problem recurred with multiple cartridges, the support team decided to escalate the case and replace the pump. The customer was informed to prepare the malfunctioning pump for return and they will use multiple daily injections as backup therapy until the replacement pump, equipped with updated software, arrives.